Event description:
Pt 1 initial troponin t stat result of 0.162 ng/ml. Same sample repeated gave result of < 0.010 ng/ml. Pt 2 initial hcg+beta result of 9.66 ulu/ml. Same sample gave result of 0.723 ulu/ml. Initial results for both pt 1 and 2 were reported. Neither pt was adversely affected as the physician waited on repeat testing results. The field service representative was unable to determine cause. Performance check tests were performed and within specification. The user reports no further occurrences.